Event description:
It was reported that removal difficulties were encountered, part of the balloon segment remained inside patient and myocardial infarction occurred. A 3.50 x 32mm synergy megatron drug-eluting stent was selected for use in the percutaneous coronary intervention (pci) procedure of the severely calcified mid circumflex artery. The lesion pre dilated with 4 x 15mm nc emerge balloon. During procedure, the physician used ivus, rotapro and shockwave. Then, the stent was fully deployed at 11 atmospheres. The balloon of the stent was entrapped between the stent and the calcium in the circumflex artery. A several attempts were made to retrieve the balloon by using extension guide catheter but it was unsuccessful. A myocardial infarction occurred and the patient was sent to cardiac surgery. The balloon delivery system was cut by the surgeon, the balloon was teared apart, and removed it but a balloon segment was left in the patient. Patient was transferred to the intensive care unit.

Event description:
It was reported that removal difficulties were encountered, part of the balloon segment remained inside patient and myocardial infarction occurred. A 3.50 x 32mm synergy megatron drug-eluting stent was selected for use in the percutaneous coronary intervention (pci) procedure of the severely calcified mid circumflex artery. The lesion pre dilated with 4 x 15mm nc emerge balloon. During procedure, the physician used ivus, rotapro and shockwave. Then, the stent was fully deployed at 11 atmospheres. The balloon of the stent was entrapped between the stent and the calcium in the circumflex artery. A several attempts were made to retrieve the balloon by using extension guide catheter but it was unsuccessful. A myocardial infarction occurred and the patient was sent to cardiac surgery. The balloon delivery system was cut by the surgeon, the balloon was teared apart, and removed it but a balloon segment was left in the patient. Patient was transferred to the intensive care unit. It was further reported that a vascular access was obtained via a trans radial approach with another manufacturers 6fr sheath. The heavily calcified lesion was pre dilated with an emerge balloon after use of another manufactures shockwave device. The stent was left inside at the lesion site but partially underextended in the left main artery. There were a resistance met withdrawing balloon from the deployed stent and withdrawing into the guide catheter. The physician waited at least four seconds for balloon deflation before pulling back the device.

Event description:
It was reported that removal difficulties were encountered, part of the balloon segment remained inside patient and myocardial infarction occurred. A 3.50 x 32mm synergy megatron drug-eluting stent was selected for use in the percutaneous coronary intervention (pci) procedure of the severely calcified mid circumflex artery. The lesion pre dilated with 4 x 15mm nc emerge balloon. During procedure, the physician used ivus, rotapro and shockwave. Then, the stent was fully deployed at 11 atmospheres. The balloon of the stent was entrapped between the stent and the calcium in the circumflex artery. A several attempts were made to retrieve the balloon by using extension guide catheter but it was unsuccessful. A myocardial infarction occurred and the patient was sent to cardiac surgery. The balloon delivery system was cut by the surgeon, the balloon was tore apart, and removed it but a balloon segment was left in the patient. Patient was transferred to the intensive care unit. It was further reported that a vascular access was obtained via a trans radial approach with another manufacturers 6fr sheath. The heavily calcified lesion was pre dilated with an emerge balloon after use of another manufactures shockwave device. The stent was left inside at the lesion site but partially under extended in the left main artery. There were a resistance met withdrawing balloon from the deployed stent and withdrawing into the guide catheter. The physician waited at least four seconds for balloon deflation before pulling back the device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. Media was provided and reviewed, which showed a broken section of the device. The section represents a portion of the distal shaft as well as the proximal balloon bond with mid to proximal balloon attached to it. The distal section of the balloon and tip was not visible.